Manufacturer narrative:
Based on the error log of the meter, an error occurred on the date of the event. The errors observed on the meter could not be reproduced. The meter was opened and upon visual inspection, contamination/oxidation was found within the meter. The observed contamination can lead to the complained errors/issues. The cause of contamination is related to a mishandling of the meter.

Manufacturer narrative:
The customer's meter was returned for investigation where it was tested with retention test strips (lot 474990), controls, and a retention battery. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 42 mg/dl, 42 mg/dl, 42 mg/dl, level 2: 291 mg/dl, 293 mg/dl, 301 mg/dl. All returned results are within acceptable range. There was no information provided that would point to a cause for the result discrepancy. The errors observed by the customer were not reproducible.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4). Several errors were also observed in the meter's error log. All meter tests were performed using fingerstick samples. None of the results from the complained meter were believed to be accurate. At 8:48 a.m., the patient had a result of 492 mg/dl when tested on the meter. At 8:49 a.m., the patient had a result of 24 mg/dl when tested on the meter. Also at 8:49 a.m., the patient had a sample collected for laboratory testing and the glucose result from the laboratory test was 128 mg/dl. At 8:50 a.m., the patient had a result of "lo" (<10 mg/dl) when tested on the meter. At 8:50 a.m., the patient had a result of 119 mg/dl when tested on a second accu-chek inform ii meter. This result was believed to be accurate. No treatment was provided to the patient based on any meter results. The customer stated there were no serious injuries due to this event. Controls were tested on the complained meter and passed within 12 hours of patient testing. Linearity testing was performed on the meter in (B)(6) 2017 and results were acceptable. The customer did not know if the same test strip vial was used for each test on the complained meter. The staff had thrown the test strips away. The customer's product was requested for investigation and replacement product was shipped to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.